Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused small cell lung cancer in january 2021. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the patient was diagnosed to non-small cell lung cancer in (B)(6) 2021 that is related to CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed the a gray and white unknown contamination on and around the iso port. Observed dust-like and fibrous contamination, and other unknown contamination on the top enclosure, under the right and left-side accessory doors. Observed gray and white contamination at the air inlet of the blower box at the filter location. Minor dust and hair-like contamination was observed in the bottom enclosure. Observed a fine white powder type of contamination throughout the interior of the blower box, on the top and bottom of blower motor, and on the inner rim of the blower motor air intake. Observed a fine white dust-like and hair-like fibrous contamination on the blower outlet sea. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device. In this report, section h6 has been updated.